Manufacturer narrative:
(B)(4). Batch # m5466z. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? Crunch. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? No information. If the device fully cut, were both tissue donuts present? Na. If the device fully cut, were both donuts complete? Na. It was reported, another doctor thought the firing might have not been completed properly when the used anvil was checked. What led to this conclusion? Please explain. There was no further information.

Event description:
It was reported that during an open distal gastrectomy, the tissues of the anastomosis site were not wholly stapled. The device was used between the stomach and the duodenum. Before the event, the doctor thought that the firing was completed properly since he heard a crunch. The sales rep who attended the operation heard the crunch as well. After that, another doctor thought the firing might have not been completed properly when the used anvil was checked. Therefore, the anastomosis site was checked and then, it was found that the site was partially not stapled. A competitor's purstring was used with the device. Additional suture was performed to complete the case. There were no adverse consequences to the patient.